Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, customer sat on pump while pump was in pocket. Customer is unable to use the pump for insulin therapy due to the damage. Customer's blood glucose was 120 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.